Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that an ar-3636h self bunching 1.8 knotless hip fibertak inserter broke during implantation. Additionally, the straight drill guide from an ar-3638dhs disposables kit also broke inside the patient. All the broken fragments were removed, and the case was completed; nothing further was implanted. This was discovered during a hip labral repair procedure on (B)(6) 2024. The case was delayed around fifteen minutes.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is misaligned insertion, which involves prying/leveraging the device during insertion.